Event description:
On (B)(6) 2012, a baxter clinical educator (ce) contacted baxter to relay a report received from a peritoneal dialysis nurse regarding an unknown patient who developed peritonitis. No baxter products were stated in the communication. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the event. The following information was reported. About 6 years ago, the patient began peritoneal dialysis (pd) therapy. In (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. While hospitalized, the patient's pd catheter was removed and the patient was permanently switched to hemodialysis. The patient was initially treated with antibiotics and then switched to antifungal medication. On an unreported date, the patient was discharged from the hospital. On an unreported date, the peritonitis had resolved. The pdrn did not know the cause of the peritonitis or if the event was related to any baxter products.

Manufacturer narrative:
(B)(4). This is report 2 of 3. A sample was requested, but is not available at this time. Therefore, a sample evaluation could not be performed. A follow-up report will be submitted if additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lots h11j26077 and h11k17157 with no issues noted during the manufacturing process. There were no deviations from standard procedure.